Manufacturer narrative:
The product has been requested for evaluation however it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR # 1920664-2013-00267 and 00268.

Event description:
Report received from (B)(6) stating "the sleeve is too soft and twists. Difficult to enter by a 2m incision. No pt impact".